Event description:
It was observed during the device inspection, that the visera elite video system center exhibited a worn out lock latch on video connector causing loss of image when wiggling the scope end connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1. Additional information added to field h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the malfunction occurred due to lock lever failure of the video connector. However, a definite root cause that led to the malfunction could not be determined. Olympus will continue to monitor field performance for this device.